Event description:
"Device flew oil into sterile field from a leaky motor seal. This has occurred at least three times during brain surgery. The first time the device was repaired and the rep stated that the problem was due to wear of the seal. However, subsequent events have occurred on new drills, one only a week ago. The rep has not delivered a standard wear time. In two of the three cases the drills were changed to complete the procedure. Pts have had no known complications." The above statement came from medwatch form sent to FDA by a dr, dated 1/3/00 by FDA and numbered 1017823.